Event description:
It was reported that during npwt with a renasys touch and canister, an alarm for full canister was displayed even though the canister was not full. This problem was not solved by restarting the device. The alarm stopped when the canister was replaced however there was no backup device available at the moment of the failure. No harm or injury to the patient reported.

Manufacturer narrative:
The device used in treatment has not been returned for evaluation therefore we are unable to establish a relationship between the reported event and the device. If the device is returned in the future this complaint can be re-assessed. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. A review of manufacturing records could not be performed due to the missing lot number. A complaint history for the reported event has been reviewed revealing further instances, these instances are being monitored to determine if additional actions are required. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture however, please be assured that all products are released to market following rigorous quality checks during production and prior to despatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.